Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2017. The device has been returned and evaluated by product analysis on 06/23/2017 with the following findings. A review of the black box showed one unexplained power on reset event. The battery cap was not returned. All testing was performed with a test battery cap. The pump powered on with the returned battery cap to auditory and vibratory alarms to a blank display. The test battery cap was able to fully tighten to the pump. The battery compartment was intact and there was no evidence of contamination inside it. The pump case was removed to find no evidence of moisture internally. The display screen was visibly cracked. The no power complaint was unable to be fully investigated due to the inability to run a 24 hour program.